Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of the material or root cause could not be identified. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer did not observe any foreign material. The pre-cleaning and manual cleaning were performed according to olympus instructions. The air/water nozzle was flushed with water and air. The customer stated there were no damage in the accessories used for reprocessing. It was possible that the user could not perform reprocessing properly and remove the foreign material due to leakage from insertion section. A pinhole in the connecting tube caused water tightness loss. The event can be detected/prevented by following the instructions for use (IFU): detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope jet tube was clogged with foreign objects. There were no reports of patient involvement.